Event description:
It was reported that the system was explanted due to infection.

Manufacturer narrative:
All information provided by manufacturer and medwatch form was received. Continued: 2088tc/52, (B)(4). Review of quality records.